Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during equipment testing prior to a transesophageal echocardiography (tee) study, a usacquisitionhw_31 error occurred when connecting the transducer to the ultrasound system. The study was completed with another transducer. There was a delay of 15 minutes in order to retrieve the other device. It was not necessary to repeat the study as there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause for the z6ms transducer error message was investigated. The device was returned, but the reported issue could not be reproduced. All of the manufacturing tests passed, so the cause of the reported issue could not be identified.